Event description:
The patient was implanted with a left ventricular assist device. Approximately 14 months post-implant, the patient and his wife were practicing swapping from primary controller to back up controller and then received a red heart alarm and a message to switch to the back up controller. During the exchange, the primary controller stopped functioning, all signs disappeared and the pump stopped. After the patient exchanged to the backup controller, the pump restarted and no further alarms were reported. The controller was exchanged per the manufacturer's instructions for use and the patient remains on lvad support with no further issues reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.